Event description:
It was reported that "had total hip replacement in 2004. Ceramic on ceramic stryker implant was used. Since replacement, I have had severe pain, grinding and squeaking in my hip. Implant done in the same month - physician therapy was recommended and done for 2 weeks after event. Diagnosis or reason for use: traumatic arthritis in hip".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.